Event description:
Angioseal failure (st. Jude medical) - failure of delivery device (sealant) to seat in sheath end for proper deployment.exchanged defective device for a working device.staff took appropriate action to remove product with same lot number from inventory. Vendor contacted immediately post procedure.device #1is this a laboratory device or laboratory test?no.